Event description:
It was reported that the patient experienced 3-4 second pauses in pacing. Pulse generator interrogation found normal capture thresholds and lead impedances. The patient was pacemaker dependent so ventricular sensing could not be determined. The patient was taken to the operating room. When the pulse generator was removed from the pocket it failed to pace. A new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.